Event description:
The following was reported by user facility medwatch (B)(4): patient is admitted post cardiac arrest. The md ordered hypothermia protocol to be applied. Obtained cooling wraps/blanket with a goal temp of 36. Cooling blanket states it is cooling patient with a water temperature of 27. Cooling blanket feels as though it is room temperature, and the patient's temperature continued to rise.

Manufacturer narrative:
The user facility was unable to identify the settings or the unit used during the alleged event. Device could not be identified.

Event description:
The following was reported by user facility medwatch (B)(4): patient is admitted post cardiac arrest. The md ordered hypothermia protocol to be applied. Obtained cooling wraps/blanket with a goal temp of 36. Cooling blanket states it is cooling patient with a water temperature of 27. Cooling blanket feels as though it is room temperature, and the patient's temperature continued to rise.